Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented with an implantable cardioverter defibrillator (ICD) that exhibited post paced t-wave oversensing (pptwos). Programming changes were recommended but not made as of yet. The patient has had no negative effects from these episodes.